Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: adhesive on bending section cover had a chip, a crack and white-clouded area; adhesive around objective lens had white-clouded area; adhesive around light guide lens had white-clouded area; plastic distal end cover had a scratch and a burn; connecting tube had a scratch, a dent and discoloration; scope connector and electrical connector had corrosion; connecting tube had a dent; universal cord had a scratch; paint on air/water cylinder was peeled; the air/water cylinder had corrosion; control unit had discoloration; and paint on suction cylinder was peeled. Due to clogging of nozzle, the water removal ability does not meet the standard value. Due to damage on up/down knob, water tightness was lost. Due to wear of angle wire, the bending angle in up direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob is out of the standard value. The cleaning, disinfection, and sterilization (cds) was performed by the customer before it was sent back to olympus for repair, the customer did not know when the foreign material may have adhered to the endoscope or what the material may be. There was no delay in the start of precleaning. The customer flushed the air/water nozzle with water and air. There were abnormalities in the accessories used for reprocessing. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, and sponges. The customer flushed the air/water nozzle with the detergent solution. The kaigen cleaning machine was used during reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, that the gastrointestinal videoscope had air/water supply failure. The issue was found during the procedure. There were no reports of patient harm. The device was returned and evaluated; the nozzle had foreign material due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected/prevented by following the instructions for use which state: IFU states that detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in evis lucera gif/cf/pcf/sif type 260 series reprocessing manual chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.